Event description:
It was reported that a user experienced postprandial hyperglycemia while using the ilet, despite announcing meals as directed and having a lower target set earlier in the day; the user occasionally announced meals unintentionally when navigating the device and announced a meal while hypoglycemic instead of treating the low first, which likely disrupted meal dosing. Symptoms included hyperglycemia. Outcomes included troubleshooting and education, including guidance to avoid announcing meals during hypoglycemia, to treat and stabilize first, and to continue avoiding overtreatment of lows. Investigation included review of device data and user training history. Investigation of this case revealed user error related to inadvertent meal announcements and meal announcements during low glucose, with no device alarms or malfunctions observed. It was concluded, based on previously established findings for similar reports, that the cause was unclear with a contributory user-use issue. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.